Manufacturer narrative:
As reported, the inflation indicator of a 6f/7f mynxgrip vascular closure device (vcd) was difficult to pop out of the back during pre-use testing. After several attempts, the indicator eventually came out. The device was then inserted into a 6f non-cordis sheath introducer. The account reported difficulty inflating the balloon. When attempting to slide the green shuttle down, the user was unable to advance and deploy the sealant. The device was removed, and manual pressure was held to achieve hemostasis. There was no reported patient injury. The devices were stored, opened, and used per the instructions for use (IFU) by a trained user. The access site was arterial. Sheath insertion site and angle of placement was verified with a groin shot of the right femoral artery. The vessel appeared to be larger than 5mm. Vessel was not tortuous. There was no bend or kink in the sheath after removal. One non-sterile mynxgrip vascular closure device (6f/7f) involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was disengaged from the black handle, while the stopcock was observed to be open with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was in its manufactured position, and the advancer tube and sealant sleeve were also in their manufactured positions as well. The balloon showed no abnormal condition, and no additional anomalies were observed during this analysis. Per functional analysis, the inflation/deflation test was executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected, and the pressure gauge inflation indicator acted as designed. A deployment test was performed after inserting the unit into a corresponding french-size csi, and no functional issues were observed. The sealant deployed as expected, and the advancer tube advanced properly when the handle was pulled proximally from the shuttle. The advancer tube was fully removed over the balloon without friction or impediment that could affect device use. An additional shuttle engagement verification was performed by holding the device vertically from the handle; gravity did not promote disengagement, confirming proper engagement. The presence of the slit on the outer cartridge was confirmed. The reported events of ¿pressure gauge-inflation indicator issue¿ and ¿balloon-inflation difficulty¿ were not observed through analysis of the returned device since the device passed the inflation/deflation test with no issues noted to the balloon or inflation indicator. Additionally, the reported event of ¿shuttle-shuttle advancement issue¿ was not observed through analysis of the returned device since there were no anomalies noted to the shuttle advancement mechanism during functional analysis. The exact cause of the issues experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced with the inflation indicator and the balloon inflation since there were no anomalies noted to either component during functional analysis. However, handling factors and/or contrast media factors (concentration was not provided) possibly contributed to the issues experienced. Additionally, it is not possible to determine what factors may have contributed to the reported inability to advance the shuttle to deploy the sealant, especially since there were no anomalies noted to the shuttle during analysis of the device and the sealant deployed as expected. However, procedural/handling factors and/or concomitant device factors (although the procedural sheath not returned for analysis) are possible. It was also noted that the device was returned with the sealant sleeve in its manufactured position, indicating that the shuttle may not have been advanced (shuttled down) into a sheath. Therefore, it is unlikely that this device was shuttled into a procedural sheath in order to attempt deployment, unless the sealant sleeve placement was manipulated after the procedure. According to the IFU, which is not intended as a mitigation, it instructs during balloon preparation, ¿fill the syringe with 2 to 3 ml of sterile saline, attach to the stopcock and draw vacuum. Check the luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave the syringe at neutral. Do not lock.¿ additionally, the IFU instructs, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the inflation indicator of a 6f/7f mynxgrip vascular closure device (vcd) was difficult to pop out of the back during pre-use testing. After several attempts, the indicator eventually came out. The device was then inserted into a 6f non-cordis sheath introducer. The account reported difficulty inflating the balloon. When attempting to slide the green shuttle down, the user was unable to advance and deploy the sealant. The device was removed, and manual pressure was held to achieve hemostasis. There was no reported patient injury. The devices were stored, opened, and used per the instructions for use (IFU) by a trained user. The access site was arterial. Sheath insertion sight and angle of placement was verified with a groin shot of the right femoral artery. The vessel appeared to be larger than 5mm. Vessel was not tortuous. There was no bend or kink in the sheath after removal. The device will be returned for evaluation.